Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, pump error 4 (the motor arm cannot communicate with the main arm), pump error 53 (software error detected). The customer reported blood glucose value of 49 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1886. Troubleshooting was performed and confirmed customer received pump errors, and low blood glucose. Customer was able to clear the errors, able to complete pump rewind and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. No further patient complications were reported. It was unknown whether continued using the device or not. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. On the event date of 21-jan-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 5.3 u and dailytotalofbolusinsulindelivered = 12.1 u which is equal to the dailytotalofallinsulindelivered = 17.4 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 21-jan-2025, there is pump error 4 alarm at 09:59:56.000 followed by pump error 53 alarm (file number: 12, line number: 334) at 09:59:56.00. Per engineer mark freger, pump error 53 was triggered in dm_updatebolusdeliverystate, function due to message queue full (status=0x0b) suspecting the sw. Pump error 4 was the consequence of the pump error 53 and was expected. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 4 or 53 alarm during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.3 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked down button keypad overlay and scratched case during the visual inspection. Unable to verify customer alleged for low bg. Pump error 4 alarm and pump error 53 alarm confirmed in the pump history due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.